Event description:
A customer contacted beckman coulter inc. (Bec) regarding false high chloride (cl) and false low calcium (ca) results generated by their unicel dxc 800 pro synchron clinical system for one patient sample. When the issue was noticed, the sample was rerun and the report was amended. There was no affect to patient with regard to this event.

Manufacturer narrative:
The sample was collected in sst gel tube and centrifuged for 10 minutes at 3500rpm. All controls and calibration results were within acceptable limits a field service engineer (fse) went on-site and found the eic (electrolyte injector cup) cup dirty and fragments of rubber from tube caps. Fse cleaned eic and ise flowcell, and replaced the sodium electrodes. The issue was resolved.